Event description:
A malfunction was reported on the pump by the caller. It was unclear whether this issue had any impact on the customer's blood glucose level, as the information was unknown or the caller declined to answer. The customer did not report or reset the pump for this malfunction within the last 24 hours, so technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the malfunction code reappeared.